Event description:
A surgeon reported a pt experienced a hyperopic surprise following intraocular lens (iol) implant surgery. He does not believe the event is related to the iol. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested via phone on 09/16/2008, 09/17/2008, and 09/18/2008 and via fax and mail on 09/17/2008. A completed questionnaire has not been received.